Event description:
A needle stuck injury occurred due to wrong technique used by the user and was not related to a product problem.

Manufacturer narrative:
The sample was received on 03 mar 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4).